Manufacturer narrative:
Failure analysis found the primary failure of backend pulley dislodged to be related to the customer reported complaint. The vessel sealer extend instrument was found to have the grip pulley dislodged from dowel pin at the back end. The pulley was rattling inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close. Root cause attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument jaws initially opened and worked, then the jaws stopped opening. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.